Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The unit was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported the south wall was damaged. There was no patient involvement.

Manufacturer narrative:
Additional information was received that makes this complaint not reportable. The latches/hinges are not broken and the wall panel has the new reinforced metal on the latch/hinge area, the plexiglass which the user would be able to see was broken. The damage was caused by user during disinfection and movement. The door will not detach due to damage to the acrylic plate. H3 other text: additional information was received that makes this complaint not reportable. The latches/hinges are not broken and the wall panel has the new reinforced metal on the latch/hinge area, the plexiglass which the user would be able to see was broken. The damage was caused by user during disinfection and movement. The door will not detach due to damage to the acrylic plate.